Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, atrioventricular dissociation was noted and complete heart block was diagnosed. The valve was implanted in the patient. As there were no signs of right bundle branch block prior to the procedure and the signs of potential recovery were observed, the decision was made to leave the temporary pacemaker in place following the procedure. Temporary pacing was maintained at 40 beats per minute and the patient was kept under observation in the intensive care unit.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-23, serial/lot #: (B)(6), ubd: 11-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the permanent pacemaker was implanted six days following the valve implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, atrioventricular dissociation was noted and complete heart block was diagnosed. The valve was implanted in the patient. As there were no signs of right bundle branch block prior to the procedure and the signs of potential recovery were observed, the decision was made to leave the temporary pacemaker in place following the procedure. Temporary pacing was maintained at 40 beats per minute and the patient was kept under observation in the intensive care unit. Additional information was received that a permanent pacemaker was implanted.